Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
Previously reported on (B)(4) with MDR #3030677-2022-00172. Device investigation will take place on (B)(4) with MDR #3030677-2022-00172. Device investigation is pending the return of the device.